Event description:
It was reported that the ilet pump screen was damaged after the user dropped the device, resulting in a broken screen that remained usable and did not generate alerts or alarms. Symptoms included no injury and no reported adverse clinical effects, with blood glucose reportedly unaffected. Outcomes included replacement of the device and planned return of the original unit. Investigation included collection of event details and coordination for device return. Investigation of this case revealed a screen damage event consistent with accidental physical impact to the display component, with no functional impairment reported and no associated device alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to impact.